Event description:
It was reported the patient had the pump removed in 2009 because it ¿just wasn¿t working.¿ it was noted the patient got a (B)(6) infection "sometime after the pump was implanted" and they thought it was due to the pump; however, after they explanted it they realized the pump was not the cause. It was noted the pump was removed because of the (B)(6) infection. It was also noted the patient still had a spinal cord stimulator system. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).